Manufacturer narrative:
Serial number entered on 05 mar 2020 to (B)(6).

Event description:
Red status led and beep. No patient involvement.

Event description:
Red status led and beep. No patient involvement.